Event description:
The procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed, de novo lesion in the distal right coronary artery. Pre-dilatation was then performed with a trek 1.5x08 at 8-10 atmospheres followed by a trek 2.5x08 at 10 atmospheres. A 2.5x18 mm implant was taken to cover the lesion; however, when check angiography was done for accurate placement, it was seen that there was plaque shift in the artery leading to an increased lesion length, therefore, the 2.5x18 mm implant was removed from the patient with no issue. A 2.5x28 mm implant was deployed at which time a dissection appeared to have occurred, which was treated with a xience v 2.5x12 mm stent. There was no clinically significant delay in the procedure and there were no adverse patient sequela. No additional information was provided. The cine images of the procedure revealed that the dissection occurred after pre-dilatation with the trek 2.5x08 mm balloon. The initial 2.5x18 mm implant was not long enough to cover the entire lesion/dissection and was removed. A longer implant was deployed; however was not long enough to completely cover the area. An additional implant was deployed to treat the distal area of the dissection. Again, this was interpreted that a dissection occurred after balloon pre-dilatation, as it is very noticeable. This was not interpreted as plaque shift.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Dissection is listed in the instructions for use in the adverse effects section as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.